Event description:
It was reported the patient presented to the emergency room reporting a feeling of palpitations. According the physician, the device inappropriately failed to mode switch despite the patient's fast atrial rate. The device was reprogrammed in an attempt to elicit a mode switch but, was unable to do so. The physician was monitoring the patient at this time. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.